Event description:
A cc4204bf model lens became stuck in the injector prior to being inserted. There was no pt contact. The lot number and model of the injector and cartridge are unknown.

Manufacturer narrative:
Evaluation: visual inspection of the product found one haptic torn off.